Manufacturer narrative:
These codes were selected by the MFR based on info obtained from the user facility. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. (B)(4).

Event description:
It was reported to boston scientific corp that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2009. According to the complainant, during preparation, the clip would not open or close. When tested. The physician completed the procedure with another of the same device. No pt complications were reported as a result of this event. At the conclusion of the procedure, the pt's condition was reported to be fine.